Event description:
Half of pelvic checkpoint broke off while surgeon was removing it from patient. Part of checkpoint was left in patient. Tha procedure. Issue occurred after the case was over when the pelvic checkpoint was being removed.

Manufacturer narrative:
Reported event: half of pelvic checkpoint broke off while surgeon was removing it from patient. Part of checkpoint was left in patient. Tha procedure. Issue occurred after the case was over when the pelvic checkpoint was being removed. Product evaluation and results: parts of the product was left in the patient and not able to be returned. The material was confirmed with visual inspection during non-sterile production. See attachment for final inspection form. Product history review: review of the device history records indicate (B)(4) devices were manufactured and accepted into final stock on 03/31/2017. No non-conformances were identified during final inspection. Complaint history review: a review of complaints in stryker's complaint database related to p/n 1111653, lot number w50721 shows no additional complaints related to the failure in this investigation. Conclusions: there was nothing from the inspection data which suggested nonconformance of the device contributed to being lost. Failure mode is fracture due to material fatigue. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been no ncs or capas associated with the product and failure mode reported in this event. The device was not returned for evaluation.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Half of pelvic checkpoint broke off while surgeon was removing it from patient. Part of checkpoint was left in patient. Tha procedure. Issue occurred after the case was over when the pelvic checkpoint was being removed.